Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed blisters from the ucor hfams patch. Patient described the area as stinging blisters under the hydrogels. There was no alleged device malfunction contributing to the irritation. The patient's physician advised applying neosporin to the area. Outcome of the blisters is unknown.